Manufacturer narrative:
Based on updated information, the medical risks associated with this event are no longer determined to be likely to cause or contribute to a death or serious injury if the malfunction were to recur. As such, this event is no longer considered to be reportable.

Event description:
It was reporting the complaint device was faulty as it wouldn't complete the seal cycle. There was no patient injury or medical intervention and extended procedure time reported was one to two minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, there was some evidence of bioburden present on the tip of the device. To inspect the spacer pads. The device tip was soaked in tri-power enzymatic cleaner for one hour. Further inspection showed evidence of all 6 spacer pads were intact without being worn down past the acceptable criteria. The plug, which was stryker branded, was inspected for damage, corrosion and deformation on both sides and none were found. During the device handle inspection, the device handle was inspected for functionality and showed evidence of being functional through the auditory signals produced when the handle was engaged and the handle disengaged as intended. The thumb activation button showed evidence of functionality through the tactile click it produced and engaged and disengaged as intended. The cutting trigger was tested for functionality and engaged and disengaged as intended as well. While the jaws were fully closed, they were inspected and shown to be properly aligned and disengaged as specified. Manual continuity was performed and confirmed to not be acceptable as the multimeter did not pick up energy flow to the bottom jaw of the device. Additionally, electrical current was present from the plug pin associated with the device bottom jaw with the device top jaw. There was no electrical current from the device plug to the bottom jaw on either plug pin. The device was connected to the force triad generator to verify that the device can seal, coagulate, and cut on test medium (pork intestine). The device was recognized by the force triad generator and the default number of power bars were displayed (2). The plug was manually manipulated while plugged into the forced triad generator and there was no disruption in the connection to the device. The instrument was energized while grasping the test medium until the force triad generator signaled that sealing/coagulation was complete and then automatically stopped energy delivery. The device was able to complete 0 out of 30 cycles without emitting any error alerts or failing to work, and was not able to seal/coagulate/cut as intended. The device was further inspected for the root cause of the electrical issue by separating the device handle into the initial two halves. Upon initial visual inspection of the inside of the device, nothing was shown to be out of the ordinary, refer to figure 15. The device wiring and solder sleaves were properly placed. The soldering on the activation chip appeared to be sufficiently done without any exposed wires. Inspecting the soldering sleaves further, the soldering sleave connecting the brown wire to the bottom jaw wire appeared to have exposed wiring at the tip of the soldering sleave. Electrical current was present and flowing from the device plug pin associated with the top jaw to the associated gray connecting cable after the activation button. However, there was no electrical current flowing from the device plug pin associated with the top jaw past the soldering sleave. The solder sleave connecting the associated top jaw cable (gray cable) to the associated shaft cable was carefully cut away to investigate the wiring of the cables. It was shown that the device shaft cable was positioned at a slightly higher level than the connecting gray cable connecting to the device plug. Further investigation showed the device shaft cable end did not fully expose the wiring at the end of the stripped wire to properly connect with the associated gray wire and appeared to be covered by melted solder sleave material. Electrical current was present and flowing from the device plug pin associated with the bottom jaw to the associated brown cable after the soldering sleave. Further inspection of the device shaft wires showed evidence of connecting to the incorrect solder sleave switching the intended wiring position. The results of the visual inspection and functional testing determined that the reported event was confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - mismatched wiring attachment during reprocessing - wiring soldering discrepancy - device damage to mechanisms during use or shipping damage - electrical connections damaged - device not properly cleaned the instructions for use (IFU) state: - do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. - do not use this instrument on vessels larger than 7 mm in diameter. - if the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. - eliminate tension on the tissue when sealing and cutting to ensure proper function. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. - do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. - prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. - keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. - if the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. - do not overfill the jaws of the instrument with tissue, as this may reduce device performance. - use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. - energy-based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reporting the complaint device was faulty as it wouldn't complete the seal cycle. There was no patient injury or medical intervention and extended procedure time reported was one to two minutes. These are commonly used devices that are readily available.